Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle broke during use while trying to collect the sample. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd precisionglide¿ needle broke during use while trying to collect the sample. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: eleven samples were returned for evaluation. Ten samples were in the original unopened blisters. One used sample was returned broken, still attached to the syringe therefore failure mode is verified. The unopened samples were visually inspected no issues or defects were observed. They were attached to a syringe, and twisted/flexed. The defect could not be duplicated. Root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd precisionglide needle broke during use while trying to collect the sample. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields.